Event description:
We evaluated the bd q-style luer access device for use in our nicu, this split-septum device is intended to be activated by a male luer (syringe or administration set), which opens a fluid path. During evaluation, we attached a baxa oral syringe to the device. Although the fluid path was not visibly opened as it is when a male luer is attached, we found that it is possible to infuse liquid from an oral syringe through this device. Given that the intention of this device is to cap peripheral and central IV lines, the ability to infuse from an oral syringe strikes us as a design flaw that should be reported to ismp, as well as to the manufacturer.